Event description:
It was reported that the user experienced an extended low glucose episode while using the ilet system; a fingerstick later read 143 mg/dl and the ilet reflected 153 mg/dl after the user had treated the low with juice and candy, and the event was attributed to announcing a meal when glucose was 66 mg/dl, which contributed to the prolonged low; no device component issue was applicable. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to insufficient treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.